Manufacturer narrative:
D9: date returned to mfg.: 6/11/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had air in line¿ was confirmed with event logs history. Not duplicated during functional testing. The battery compartment was found broken, the downstream occlusion (dso) seal had moderate bubbling, the liquid crystal display (lcd) lens was scratched. The probable cause of the reported problem was unknown. Replaced air detector as a preventative measure. Replaced the dso sensor and battery compartment. All functional tests of the device passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had air in line. There was no patient involvement.